Event description:
The customer reported to olympus, the suture had come off at the distal end of the videoscope. The device was returned for evaluation. During the device evaluation, the jet tube had remains of white foreign material in it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was likely a result of insufficient reprocessing. Additional findings are as follows: switch 1 had a cut; the grip was shaved; plug unit was damaged; due to the adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to a chip on objective lens, the image had a dark area partially; objective lens had a chip; light guide lens had a chip; adhesive on the bending section cover had a chip; connecting tube and universal cord had buckling; due to clogging of the jet tube in the control unit, water could not be supplied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.